Manufacturer narrative:
This supplemental report is being submitted to provide update to h6 and h11. The investigation found stress from repeated use of the device and mechanical stress from excessive bending (larger than normal angulation) may have accumulated on charged coupled device (ccd) unit and ccd-cable which led to breakage. As a result, contact failure may have occurred. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated fields: d8, h2, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image disappears when the angle is adjusted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The evaluation of the device is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up / inspection for use, the image with the bronchovideoscope did not display. There were no reports of patient involvement.